Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm at first inflation. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.